Event description:
It was reported to medtronic neurosurgeon that during the operation, after puncture, the physician had difficulty advancing the catheter into the lesion. According to the report, there was difficulty pulling the catheter out. Allegedly, the catheter was broken and the physician was unsure if the catheter was removed completely from the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.